Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's hemoglobin was 6.3 on (B)(6) 2002. The patient received 1 unit of packed red blood cells (prbcs) at another hospital then was transferred to the implant center. A colonoscopy performed on (B)(6) 2020 showed old blood but no new bleed. The patient's international normalized ratio (inr) goal was decreased to 1.5 to 2.0. The patient also underwent a capsule study on (B)(6) 2020. Video capsule endoscopy (vce) was delivered by mouth. Vce reached small bowl. Bowel preparation was fair. From 54 minutes to 1 hour, 34 minutes, no data transmission was available, preventing analysis of intestinal for any type of pathology. The capsule was retained in the small bowel. The study was uninterpretable due to lack of data transmission.